Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints database identified no other reports against the femoral head and the search and/or review of the unknown device history records was not possible. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim and medical records received. Medical records indicate the patient suffered squeaking, pain, wear of the poly liner, subluxation, and discoloration of the femoral head. The acetabular cup was also removed, but there was no mention to any failure. During the primary operation, the patient had a 800 ml blood loss, but there was no complications were mentioned.